Event description:
It was reported that during the implant attempt, the physician could not pass the guidewire through the left ventricular (lv) lead. The lv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was not obstructed. Blood in the lumen appears to have dried, causing the guidewire to become stuck inside the lead. This is not an out of specification condition. The lead was designed with a septum at the distal tip that can cause blood ingression. When the guidewire was removed from the lead at analysis, it unraveled.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.